Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member on (B)(6) 2025 regarding a patient who was receiving dilaudid, bupivacaine, and morphine via an implantable pump for spinal pain. It was reported that the patient believed the pump was not working. The issue had been going on for 'a while' and had been getting worse over the last 3-4 months. They were redirected to their healthcare provider. Additional information received from the patient on (B)(6) 2025 indicated that their pump had not really worked since (B)(6). The patient had a dye test on (B)(6) 2025. Per the patient, the healthcare provider (hcp) said that the pump was not working properly. The patient was trying to get in with a surgeon but was not getting in to see anyone. The patient wanted to speak to a manufacturer representative (rep). During the call to patient services, the patient was having back spasms. The patient mentioned, in regard to his medication, having 8.5mg in the pump. The patient was "not getting (B)(4) from the pump but was "getting some". Per the patient, they had "increased (B)(4). Per the patient, the pump was "broken' and they were trying to get in with a hcp. It was also reported that the pump was failed and the patient had questions.